Manufacturer narrative:
Testing and investigation revealed that the touchscreen was responsive, but that the key alignment was slightly off. The device failed touchscreen testing and failed to calibrate initially. Further investigation found that there was dry contamination on bottom of touchscreen and the front bezel. The probable cause is a broken touchscreen due to contamination caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen does not calibrate. The event did not occur in the clinical setting. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.